Event description:
It was reported by the customer that her blood glucose levels were elevate due to calibration errors with her sensor. Customer uploaded calibration information to software provided. During troubleshooting, it was found that the customer is using two different meters. Advised customer to only use one meter and to calibrate three to four times a day. Customer states she previously received a calibration error with a blood glucose level of 500 mg/dl. She waited an hour and a half late to recalibrate. Blood glucose level was 484 mg/dl and device prompted her to change sensor. Advised customer to discontinue use of device and revert to back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.